Event description:
Boston scientific received information that this right ventricular (rv) lead had become dislodged. There were no adverse patient effects beyond the need for the unplanned surgical intervention. The patient was noted as dependent and therefore, a new lv lead was implanted before this lead was removed from service.

Manufacturer narrative:
The investigation is considered closed at this time.